Manufacturer narrative:
This pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause traced to device design.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported. Data analysis review determined that the device's battery is depleting within normal behavior and the power consumption has been increased due to signal processing of atrial tachycardia/atrial fibrillation. The device is able to provide the displayed longevity with the current status and will continue over the device life time.